Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, the box containing the tubes was different than usual and the label containing material number and lot number was missing. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated and shows product in a box that is not the way the product is package from the manufacturing site. Per manufacturing site procedure, the 100-unit trays will be placed into the corrugated case, two rows of five 100-unit trays will be placed into the case, for a total of ten trays per case. Eight of the trays will be facing to one end of the case; two trays will be reversed with tray facing toe opposite end of the case. This will ensure that trays are toward the outer edge of both ends of the case. No full case retentions are kept for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Bd was able to confirm the customer¿s indicated failure mode of incorrect label(based on the photo provided); however, the product was not manufactured/packaged this way and the label applied is not per product specification from the manufacturing site. Root cause, while unknown is attributed to a failure after shipment from manufacturing site. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg, the box containing the tubes was different than usual and the label containing material number and lot number was missing. There was no health impact or consequences reported.